Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a low blood glucose levels for five days and wanted to verify that the insulin pump was functioning properly. The customer woke up not feeling well with a reading of 42 mg/dl which was treated with food, an hour later the reading was 50 mg/dl. Blood glucose level at the time of the call was 157 mg/dl. Troubleshooting stopped half way and customer will call back if needed. The insulin pump was not replaced or returned for analysis.